Event description:
It was reported that the patient faced an event on (b)(6)2026 where the infusion set bent cannula caused infusion flow block alarm and led to high blood glucose level. The patient treated with manual injection.

Manufacturer narrative:
(b)(6). Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.Reporting Site: 8021545.Manufacturing Site: 3003442380.